Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the articular surface post has fractured. Sem# (B)(4) states that the post fracture was the result of overloading of the bearing surface particularly on the post, and possibly exacerbated by impingement damage, leading to crack propagation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that revision operative notes state that patient was revised due to fracture of the polyethylene posterior stabilized post which was embedded in the soft tissue. Significant effusion, cartilage ware, and osteophyte formation was seen. Femoral and tibial implants were stable without signs of loosening. X-ray review indicates that two views of the right knee at multiple different dates with no definite hardware failure or loosening. Fracture of implant could not be confirmed via x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: femur cemented posterior stabilized (ps) standard right size 8 catalog # 42500606402 lot # unknown. Tibial tray fixed bearing size 6 do not use with articular surface thicknesses greater than 17 mm catalog # 00595404702 lot # unknown. All poly patella cemented 38 mm diameter catalog # 42540000038 lot # unknown. Palacos cement catalog # unknown lot # unknown. 6 trabecular metal catalog # unknown lot # unknown. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised approximately five years post-implantation due to implant fracture of the posterior stabilizing post of the polyethylene insert. Attempt for further information has been made, but no further information has been provided.